Event description:
Acct. Reports that while drawing blood on a peripheral intravenous catheter with a stopcock, the port inverted and sprayed blood on the bed. Sample available. No further info available from acct. Occurred on 10/01/1998.